Event description:
It was reported that the implantable cardioverter defibrillator exhibited under-sensing of ventricular fibrillation episode as the v-v interval was so short. The patient passed away sometime after the episode terminated. There is no known allegation from a health professional that suggests the death was related to the device. Additionally, it was noted that the patient was very sick leading up to the episode.